Event description:
A customer reported that the touchscreen and wake button of their device were unresponsive, and the charging port was damaged. Additionally, the clip on the case had broken off. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up with technical support at this time, and no additional information regarding the outcome or corrective actions was received.